Event description:
During a coiling procedure, the side wall of the catheter split. The patient's bp went up slightly and the physician doing the procedure noticed that the catheter looked unusual on fluoro. Catheter removed and side wall noted to be split.